Event description:
It was reported that the patient experienced a revision of an ambicor penile prosthesis(ipp) device due to unspecified reasons. An inflatable penile prosthesis (ipp) device was implanted to complete the procedure. A patient outcome was not reported. Should additional information become available, a supplemental report will be submitted.